Event description:
It was reported that the patient was evaluated remotely and subsequently seen for an in-clinic follow up. X-ray was performed and confirmed insulation damage to the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was in stable condition.